Manufacturer narrative:
The device was returned to resmed and the reported complaint of total power failure could not be reproduced during evaluation. However, an evaluation confirmed the reported complaint of device failed to complete its internal self-test. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board and pneumatic block were replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device experienced a total power failure event and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device experienced a total power failure event and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported total power failure event, but revealed initialization failure during startup. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the initialization failure during startup was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).